Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on the electronic assembly. No vibration anomaly was noted. It was unable to verify the battery out limit alarm and button keypad anomaly due to the blank display. The device also had a minor scratched display window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer was pushed into a pool with the insulin pump. Troubleshooting could not be done at the time since the customer was not present with the device. The mother called back later and reported that the buttons became unresponsive after the water exposure, the insulin pump was vibrating without an alarm or alert and a constant tone was occurring. It was also stated that the customer received a battery out limit alarm and could not be cleared. Customer's blood glucose value was 132 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.